Event description:
Bad reaction to radiesse, probably allergic reaction. Patient is concerned that her radiance has virtually disappeared. Indeed, I cannot palpate any on the right or left. I am now convinced that she had an allergic reaction and/or has completely resorbed the injectable product on both the right and the left side. She states that she has very sensitive skin and reacts to most medicines differently than most other people. I gave her 10 units of botox complementary today. Rec'd a call earlier today that the pt's left nasallabial fold is tender and swollen, patient is concerned she has an infection. She is tender on the left nasolabial area. There is very little redness or erythema, I believe this is a minor side effect of the injection, perhaps a little bleeding around the implant site. Right side is quite okay. Although this has the appearance of an allergic reaction, I do not believe this is serious; I suppose we could have triggered a slight herpetic reaction. It should be noted that this patient is quite dramatic. Advil 750 mg q.i.d., rx keflex just to be sure, patient is to call to let me know how she's doing. She does not tolerate pain well, but she does like the effects of botox. Is also getting 1 cc a radiance in her nasolabial folds. Had eyes & brow (between eyes) 3 mos ago. Liked results on brow; "still good." Also liked results around eyes, but didn't last as long. Ready for repeat of "smile lines." Somewhat sensitive when injected, but able to tolerate.